Event description:
It was reported via repair work order that the stretcher intermittently goes into zoom due to malfunctined batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher intermittently goes into zoom due to malfunctioned batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the unit was intermittently going into zoom drive. However, upon completion of the manufacturer's investigation it was determined that the unit was intermittently disengaging from zoom drive due to faulty batteries. Additionally, the previous MDR initial report was issued without the PMA/510(k)#. This follow-up report includes the PMA/510(k)#.